Manufacturer narrative:
I.t.s. Gmbh received a customer complaint regarding the issue that the insertion guide of the proximal humeral plate (art. No. 118005a) could not be mounted onto the appropriate implant (art. No. 21133-xx) with the retaining screw (art. No. 118005-15). This issue is caused by the selected dimensional tolerance in first series production. As a result, the threaded portion of the retaining screw has not or just partially engaged a few decimillimeter in the thread pitch of the plate - thus ensured no rigid mounting. The non-conformity can cause an increase in surgery time. There are no further risks for the patient. The retaining screw with the non-suitable dimensional tolerance does not affect the mechanical or functional properties of the implant. The retaining screw (art. No. 118005-15) was replaced by a new retaining screw and has a modified dimensional tolerance.

Event description:
It was reported that the jig cannot be mounted on the plate with the retaining screw. This incident didn't happen during surgery.